Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The customer replaced an alinity c cuvette which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number (B)(4), after the cuvette was replaced. Return testing was not completed as returns were not available. A review of the alinity sn# (B)(4) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the alinity clinical chemistry systems found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the alinity c cuvette associated with this complaint, revealed no trends, systemic issues, or nonconformance's. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the alinity c, serial number (B)(4), or the alinity c cuvette.

Event description:
The customer reported falsely decreased sodium (na) results generated on the alinity c analyzer on two patients. Results provided (B)(6) 2020 (no units provided): na = 117/143 (normal range:135 - 148); (B)(6) 2020: na = 116 / 143. No impact to patient management was reported.